Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the pump being off and a blank screen even after replacing the battery multiple times. The customer stated that the low battery and the customer was away from the pump. The customer reported a blood glucose value of 254 mg/dl, and the current blood glucose value was 322 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection. The event involved product(s) mmt-1884. Troubleshooting was performed for the blank display, and the battery cap contacts and battery compartment and/or springs were not damaged. The display did not return after inserting a new battery. Troubleshooting was partially performed for the high blood glucose and later customer declined with troubleshoting. No further patient complications were reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test and self-test. No low battery alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 2.0 received the lowbatteryalert (104) on (B)(6) 2025 18:23:00 after more than 7 days at 33.01 days. No unexpected low battery alerts listed in the pump trace download. With reference to the baat tool instructions, the customer did not experience an unexpected battery power loss of more than 7 days per the pump history records. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The p-cap/reservoir does lock properly. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: no cosmetic damage found. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Charge/battery lasts less than expected not confirmed. Blank display not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.